Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
Review of the post market surveillance surveys noted that "the impactor damages the surface of the polyethylene."